Event description:
It was reported by the sales rep that the device used during a bladder cancer procedure. The device failed to staple leaving some staples in tissue and some in cartridge. The case was completed using a same like device. There were no adverse consequences to the patient.